Event description:
It was reported by the rep a tsb35 was used during a laparoscopic cophorectomy. It was reported the tsb35 stapler was used one time and fired. The scrub person attempted to open the stapler to reload and was unable to get the stapler to open up. A new stapler was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6:anvil dislodged. The analysis results confirmed that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification. Co has recently identified and resolved an issue with a component supplier that will impact the occurrence level of the event experienced.